Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when an x-ray was done it appeared that this right ventricular (rv) lead had dislodged. A repositioning procedure was booked. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place but nothing was done when it comes to the rv lead. No additional adverse patient effects were reported.